Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer had issues with their insulin pump. It was reported that the customer's pump turned off on its own, and was alarming for no reason. No further information was provided. The customer was attempted to be reached via phone, but no there was no answer and a voicemail was left.